Manufacturer narrative:
The insulin pump was monitored for several days and pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test.the insulin pump was received with normal operating currents and passed self-test, a21 error test and off no power test. No unexpected off no power anomalies noted. No unexpected low battery anomalies noted. The insulin pump had minor scratched lcd window, broken battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed off no power twice but did not receive a low battery alarm before. When the insulin pump alarmed low battery, within the hour it shut off. The insulin pump had a crack outside the battery compartment. Customer's blood glucose level was not reported. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.